Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device marketed under PMA/510(k): k211874. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: approach was gained from the right jugular vein. A wire guide was advanced to the inferior vena cava (ivc), then dilation was performed with the dilator contained in the device set. After the introducer sheath was advanced inside the patient, the wire guide and introducer were removed with the sheath remained inside the patient, then the filter catheter was inserted into the sheath. However, the physician encountered resistance during advancement of the filter catheter through the sheath, so he pushed the filter catheter several times, then the filter catheter became bent, which made it difficult to advance it anymore. As the physician thought it would be risky to continue to use it, he removed only the filter catheter with the sheath still placed inside the patient, then replaced the filter catheter with another one from another set (lot# e4191918). The replacement filter catheter was advanced through the sheath from the complaint device set, and the procedure was completed successfully. Patient outcome: there have been no adverse effects to the patient reported.

Manufacturer narrative:
Manufacturers ref# pr368484 after investigation the event for pr368484 is no longer reportable. Summary of investigational findings: during procedure the physician had trouble with advancing the filter introducer through the introducer sheath. The physician felt resistance advancing the filter introducer and decided to push the filter introducer several times and it caused it to bend. The physician decided to remove and replace the filter introducer which could advance through the introducer sheath and successfully completed the procedure. It was assessed that because no non-conformances were detected, there is evidence that the DHR was fully executed. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. According to the instruction for use do not exert excessive force to advance the filter through the delivery system. There are adequate controls in place to ensure the device was manufactured to specifications. The device was not returned, and no images were provided for the investigation. Without the actual device it would be inappropriate to speculate what may or may not have caused the difficulty in advancing the filter introducer. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.